Event description:
It was reported that during a lap roux en y gastrectomy procedure, the surgeon noticed a crack in the handle. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the lcsc5ha device was returned with the blade scratched and cracked. Due to the damage to the blade, an error code 5 was displayed on the gen04. However, the handles were noted to be in good condition. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.